Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco procedure, before the second firing, after the reload was connected to the handle, it was not able to fire. When another reload was replaced, the firing could be performed without problems. There was no patient injury.